Manufacturer narrative:
(B)(4). The reported description is a request by the customer for assistance in capturing retrospective data after a patient's death. There was no allegation of patient monitor failure. There was no report or indication of any relationship between the death and the monitoring. The patient was transferred from a transport monitor to a primary monitor. In addition, a multi-measurement module used with the transport monitor was then relocated to the primary monitor with the patient transfer. If the monitor is configured to do so, at least five minutes of trend information is stored in the mms. After troubleshooting with the customer, it was determined that trend data could not be captured. You can transfer demographic data and trend data from one central station to another by selecting transfer on the patient monitor. Trend data is not shared between information centers and monitors. After troubleshooting with the customer, it was determined that trend data was not captured as expected for the configuration of this monitor. No patient monitor malfunction was identified. Hazard analysis - the information provided related to this situation does not support that there is a systemic problem or design or labeling malfunction or any health risk. According to the instructions for use manual (B)(4): the multi-measurement module stores eight hours of patient trend data at one-minute resolution. It also stores patient demographic information and the measurement settings (including the st baseline) and calibration data for the measurements carried out by the mms and any connected extensions. This data can be uploaded to an intellivue patient monitor, if your monitor is configured to do so and if at least five minutes of trend information is stored in the mms. Your monitor's data upload settings are defined in configuration mode to suit your patient transfer use model. How data is uploaded to the host monitor depends on the configuration mode settings mms trend upload and mms sett. Upload. You can transfer demographic data and trend data from one iic to another by selecting transfer on the patient monitor. Trend data is not shared between information centers and monitors.

Event description:
The customer is requesting assistance in capturing retrospective data after a patient's death.